Event description:
It was reported that the patient had an infection and the entire system was removed. Circumstances that may have led to the issue were unknown, but the patient had previous infection. Four weeks of antibiotic infusion occurred and patient now doing well. The issue was resolved at this time.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: extension. Product ID: 3389s-40, lot#: va01uhd, implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Product ID: 3389s-40, lot# va02032, implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 30-jul-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 07-sep-2016, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-mar-2015, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.